Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no alert notifications from the phone application and an adverse event. The patient stated that she experienced an extreme low past threshold and her phone did not show any notifications or sounds. The patient¿s husband was alerted by their dogs while the patient was lying in bed taking a nap at approximately 1:00 pm on (B)(6) 2018. The patient¿s husband performed a fingerstick measurement, which read 22 mg/dl. The patient was coherent to the point where she knew she had to treat the low. Patient¿s husband gave the patient one glucagon shot and two glucose tabs. Patient¿s blood glucose value then went to 39 mg/dl. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available. Data was provided for investigation. Patient passed the urgent low threshold at 02:27 pm. Patient received the first urgent low alert at 02:27 pm with 0% volume due to phone settings on mute/volume 0. At 02:27 pm the patient also cleared the low alert manually. Second urgent low alert at 02:32 pm with 50% volume per mute override feature. Third urgent low alert at 02:38pm with 100% volume per mute override feature. Patient continued to receive the urgent low alert every 5 minutes at 100% volume. The urgent low alert is acknowledged manually by the patient at 02:50 pm. Data investigation could not confirm no alert notifications on g5 mobile app. The probable cause could not be determined post investigation as the allegation was not found.